Manufacturer narrative:
A device history record (DHR) review was conducted; no anomalies were found. No additional investigation is required based on the DHR. A complaint history examination indicates that this is the (B)(4) complaint against the components of the reported final lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars were leaking during six vitreoretinal procedures. The procedures were completed without consequences to the patients. The products samples were not retained for evaluation. Additional information has been requested.